Event description:
It was reported that the health care professional (hcp) called technical services (ts) for programming this cardiac resynchronization therapy defibrillator (crt-d) into magnetic resonance imaging (MRI) protection mode. However, before programming, the hcp was unable to interrogate this crt-d with the programmer. Ts assisted with trouble shooting, but the device was still unable to be interrogated. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.